Manufacturer narrative:
The directions for use states that the implant must be charged every 60 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost their external devices and could not recharge their scs ipg per recommended guidelines. As a result, the ipg became inoperable shortly thereafter. Surgical intervention may take place in the future to resolve the issue.